Event description:
A wilson-cook tracer metro direct wire guide was used during an ercp procedure. Resistance was encountered when removing the sphincterotome from the wire guide. The wire guide coating had become damaged near the distal end, exposing the inner core wire. No injury to the pt was reported.